Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Review of the remote home monitoring data shows that the impedance has intermittently been out of range for the last seven months. The patient was brought into the clinic and the impedance measurement was within range during testing. A fluoroscopy image was taken which revealed good placement of the lv lead, thus the cause of the high out of range impedances was unable to be determined. At this time no changes have been made to the system and no adverse patient effects were reported. The lv lead and crt-d remain in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) continued to exhibit high out of range pacing impedance measurements. Loss of capture (loc) due to high threshold measurements was also observed. Subsequently a revision procedure was performed where the crt-d was explanted and the lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Review of the remote home monitoring data shows that the impedance has intermittently been out of range for the last seven months. The patient was brought into the clinic and the impedance measurement was within range during testing. A fluoroscopy image was taken which revealed good placement of the lv lead, thus the cause of the high out of range impedances was unable to be determined. At this time no changes have been made to the system and no adverse patient effects were reported. The lv lead and crt-d remain in service. Additional information was received that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) continued to exhibit high out of range pacing impedance measurements. Loss of capture (loc) due to high threshold measurements was also observed. Subsequently a revision procedure was performed where the crt-d was explanted and the lv lead was surgically abandoned. No additional adverse patient effects were reported.